Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports no hearing sensation with the device. No trauma has been reported.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user reports no hearing sensation with the device. No trauma has been reported. The user has been re-implanted on (B)(6) 2018.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports no hearing sensation with the device. No trauma has been reported.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected as no history of trauma was mentioned. However to determine an exact root cause a device investigation of the explanted device is necessary. The recipient has been re-implanted but the device has not been received for investigation yet.

Event description:
The user reports no hearing sensation with the device. No trauma has been reported. The user has been re-implanted.